Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 435 mg/dl (aviva) and 78 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer refuses to return any products. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer refusing to return the product.